Event description:
It was reported that the two arms of the filter separated 79 days after implant. One limb was located in the cava wall. One limb was located within the patient's lung. The doctor attempted to remove the filter, but was unsuccessful. Ten days after the first finding, the 2 filter arms were located in the right ventricle.